Event description:
Status post bilateral breast implants 6 yrs ago. Removed, decontaminated and given to pt in labeled containers. Left breast mass, implants removed, pt had silicone injections in breasts 25 years ago.